Event description:
Reported breaking of the bag at the donor tubing. The bag was filled with 101ml of product. Cryopreservation was performed in metal cassettes and then the bag was stored in vapor phase of liquid nitrogen. The bag broke after cryopreservation and storage, prior to thawing. Another bag has been transplated and the cell dose was enough. The bag contained cells for autograft. No adverse patient outcome.